Manufacturer narrative:
The account found a missing screw on brake hex rod and the hex rod slid out of the brake caster. The account replaced the screw in the brake hex rod to resolve the issue.

Event description:
The account alleged the brake casters swivel while in brake mode. No pt impact.